Event description:
It was reported that the patient presented in hospital in poor condition. Upon interrogation, the pacemaker exhibited a battery diagnostics anomaly. The device gave various longevity estimates. No device intervention was performed. Patient was stable and there were no adverse consequences to the patient.